Event description:
There was no report of device malfunction or failure. The pt was undergoing an aortic valve replacement procedure. This elderly small pt was 4'11" in height and had a short neck. The endocoronary sinus catheter was placed through an introducer in the right internal jugular vein using transesophageal echocardiography. Only 1 cm of the coronary sinus adjacent to the ostium could be visualized on transesophageal echocardiogram. The tip of the endocoronary sinus catheter was easily passed into the coronary sinus. The catheter was then advanced until approx 33 cm and was within the pt. The pt's hemodynamic condition deteriorated, consistent with pericardial tamponade. An effusion was seen on transesophageal echocardiogram. Femoral cannulae had been inserted. A sternotomy was performed. The surgeon found that the coronary sinus catheter had passed along the full length of the coronary sinus towards the back of the heart before its tip had perforated through the sinus wall.